Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise over sensing. Noise reversion triggers were turned on, since the patient is barely pacing in the ventricular. The physician decided to also not raise sensitivity for now and the rv lead was continue being monitored for the noise. The patient had no consequences.